Event description:
It was reported then would not release. Another device was used to complete the case. There was no consequence to the patient. One device being returned.

Manufacturer narrative:
(B)(4). Broken cam. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and a double fed incident occurred. Subsequent six firing were conforming and upon the eight firing the cam broke. The instrument locked out as intended. Corrective and preventive action has been initiated for the broken cam and double feeding issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a double fed issue and clips with gap were detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.